Event description:
Healthcare professional additionally reported unknown side capsular contracture baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, g1, h6.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2013 and 28/oct/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "malposition" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and malposition.

Event description:
Patient reported left side rupture and "when I bend over and stand back up, it feels like something is orbiting inside breast." Device has been explanted.